Event description:
Reporter stated that the surgeon inserted a silicone three piece intraocular lens model aq2003v into the eye without any complications. During a final irrigation and aspiration using the 4 cyrstal handpiece, the surgeon noticed a posterior capsule tear. The surgeon enlarged the incision to remove the lens and performed a vitrectomy. The surgeon implanted a different lens and placed a suture.